Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to their heart rate fluctuating between 20 beats per minute (bpm) and 40 bpm. The patient was discharged. The patient followed-up with their physician and scheduled an appointment for a later date. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.